Event description:
It was reported that during central processing, the 8mm force bipolar instrument gripping tips did not align. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a severely bent grip tip causing misalignment of the grip-tips. There was a 0.89mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was found to have a dislodged molded insulator on the jaw. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray, or sink sizes for reprocessing, or overloading the tips.